Manufacturer narrative:
Date of event: event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins). It was reported the patient's device "needed to be jump started"; technical services reviewed this likely meant the ins was overdischarged. The patient was then supposed to have an MRI, however they had a panic attack and were unable to undergo the imaging. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the hcp, reporting that they thought the patient's device just needed to be turned on and that the issue has since been resolved. No further patient complications have been reported as a result of this event.